Event description:
The customer reported being in the emergency room due to high blood glucose of 474mg/dl. The customer experienced excessive thirst, excessive urination, and fruity breath. Troubleshooting was performed. Assisted the caller to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. Instructed the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.